Manufacturer narrative:
Manufacturer's ref: #(B)(4) a device history record review have been completed. No deviation or changes were found during manufacturing of the device. It has been reported that the patient burnt fingers which needed no medical attention. There is insufficient information at the moment to make an assessment. There is no evidence provided for the 'alleged burn' sustained. It is also unclear why the patient touched the charger when there was reported 'smoke and smell'. Risk assessment, clinical evaluation and device investigation is pending. This is an initial report. Investigation is still in progress; a final report will be submitted upon completion. 08jun2023 changes in the report from initial report to final report: h3 device evaluated by manufacturer? Changed from "device evaluation anticipated, but not yet begun (02)" to "device problem already known, no evaluation necessary (04)" h4 added manufacturing date of device based on the received photo it is identified plastic is melted at the charger where the cable plugs into the charger. No information received why the patient touched the charger when there was reported 'smoke and smell' - information received "the patient ddid touch the charger to disconnect it from the wall" trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical evaluatioon of the event: it has been reported that -the patient touched the charger and burned his fingers while trying to disconnect it from the wall despite the fact charger showed smoke and there was smell. No medical attention was needed. Original accessories were used. No property damage reported. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a final report.

Event description:
It has been reported- charger started to smoke and smell -burned fingers -no medical attention. The malfunction happened on an unknown date (apr-2023 best estimate). Original equipment was used. There is no photo or medical confirmation of the alleged burn. Follow up is expected. 08jun2023 the event occurred easter day (estimated 9apr2023) based on the received photo it is identified plastic is melted at the charger where the cable plugs into the charger. Device is bought 28jan2022 device is out of warranty

Manufacturer narrative:
Manufacturer's ref: #sf (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. It has been reported that the patient burnt fingers which needed no medical attention. There is insufficient information at the moment to make an assessment. There is no evidence provided for the 'alleged burn' sustained. It is also unclear why the patient touched the charger when there was reported 'smoke and smell'. Risk assessment, clinical evaluation and device investigation is pending. This is an initial report. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
It has been reported- charger started to smoke and smell -burned fingers -no medical attention. The malfunction happened on an unknown date ((B)(6) 2023 best estimate). Original equipment was used. There is no photo or medical confirmation of the alleged burn. Follow up is expected.